Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Pneumoperitoneum is a known complication of a peg tube placement. The instructions for use indicate, to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Patient had been discharged after the procedure. After an unspecified period of time, the patient's abdomen got sore. On (B)(6) 2019, patient visited emergency room and was hospitalized from (B)(6) 2019. Report indicated that the tube fixation had been a bit loose and patient's stomach had distended. CT scan was done and free air in the abdominal cavity was detected. It was decided to do an emergency laparatomy in which inflammation, free air, and cloudy solution in the abdominal cavity was detected. The stoma opening had been made smaller with a suture. Patient was treated with antibiotics kefurion 1.5 g three times a day from (B)(6) 2019 and tazocin 4g (IV) three times a day from (B)(6) 2019. The duopa therapy was rescheduled to (B)(6) 2019.